Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm navitor valve was selected for an implant. The measurement of the anatomy was annulus perimeter 74.3mm, sov diameter ncc30mm/rcc30mm/lcc31mm,sov height rcc17.2mm/lcc18.6mm/ncc16.4mm, stj 27mm×29mm, coronary height rca 12.4mm lca 10.4mm, membranous septum length 7.5mm, aortic angle 63°. There was sufficient calcium to allow anchoring of the device in the opinion of the user. The patient had a horizontal aorta measuring close to 60-degree angle. During deployment, the navitor valve would not completely expand; it was with non-uniform expansion (nue). The valve was re-sheathed twice, however a slight degree of nue persisted. Although nue did not solve completely, the navitor was able to be implanted with stability, so the valve was released completely. Both starting and final depth was about 4mm. Right after full-release, mean pressure gradient (mpg) was about 20s (mmhg). It was confirmed that there was under expansion of the stent frame by a different angle of fluoroscopy and a perivalvular leak (pvl) was noted. Therefore post balloon aortic valvuloplasty was performed. After post dilatation, 20s (mmhg) was down to 9mmhg. Because the degree of pvl was trivial, the procedure was considered completed. The patient remained hemodynamically stable throughout the procedure. On (B)(6) 2022, at the outpatient clinic, a follow-up transthoracic echocardiogram (tte) showed severe aortic valve regurgitation and tendency of cardiac insufficiency was observed. The patient is scheduled for a valve in valve procedure on an unknown date. No patient consequences were reported.

Event description:
N/a.

Manufacturer narrative:
An event of paravalular leak and under expansion of the valve was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. Imaging was received from the field which was examined by abbott r&d. It appeared that the post-dilation of the valve was successful, as the valve appeared fully expanded, however no other information being able to be assessed. The mechanism of the regurgitation could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.